Manufacturer narrative:
Test strip lot # 1020814091, expiration date: 04/2016. Control solution lot: 1030113086, range: 82-127 mg/dl. Nova max test strip insert - quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a f/u report will be filed.

Event description:
It was reported to nova biomedical that a consumer received a result of 224 mg/dl on her nova max blood glucose meter. Approximately an hour later the consumer did not believe that result to be accurate and went to a clinic to seek medical assistance because she "felt strange." At the clinic they performed a blood glucose test on their unk brand of glucose meter getting a result of 93 mg/dl. The consumer left the clinic within 15 mins and had a snack. During the call to customer strips for integrity before use as instructed in our directions for use. A contsupport, the consumer admitted that she does not run regular control solution tests on their test rol solution test was performed while troubleshooting with customer support showing the test strips to fall out of range. The meter and test strips will be returned for eval.